Event description:
Philips burton (formally known as burton medical products) received a complaint from a customer regarding it's out pt examination light subject to open FDA recall z0589-04. The complaint indicated that the extension arm was slightly bent at the down tube. The unit has not been repaired with a redesigned pivot joint and extension arm. The light did not detach or fall. No one was injured.